Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 2 device with a broken housing and a leaking battery was received at hq. To date no injury due to contact with leaking electrolyte was reported.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized the button. The damage to the rechargeable battery inside was most likely caused by strong mechanical stress. To date, there have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 2 device with a broken housing and a leaking battery was received at hq. To date no injury due to contact with leaking electrolyte was reported.